Event description:
The pt was not responding to the therapy anymore. It was decided to remove the device. During explant the lead broke; the outer insulation was removed from the lead but the conductors remained in the pt. The physician had to surgically remove the conductors and tines from the sacral foramen. The pt's outcome was reported as "ok".

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.